Event description:
Info received that when the brake was applied the casters would swivel. No injury reported.

Manufacturer narrative:
Tech found that when the brake was applied the casters would swivel. Replaced the brake casters to resolve this issue. Unit located in storage area.